Manufacturer narrative:
(B)(4).

Event description:
An endurant aui stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that during the index procedure, the endurant aui was implanted lower than intended due to the short neck and reverse funnel shape. The proximal neck is 21-34mm in diameter and 10mm in length. A type ia endoleak was identified due to the inaccurate delivery. The physician added an endurant aortic cuff and the endoleak was resolved. No additional clinical sequelae were reported and the patient is doing fine.